Manufacturer narrative:
Concomitant medical products: product ID: dtma1qq crtd, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead thresholds were high and variable. It was also noted that the lead was in a very anterior position. The lead was explanted and replaced. No patient complications have been reported as a result of this event.